Event description:
Customer reported inaccurate sensor readings, causing her insulin pump to go into threshold suspend mode when she is not low. Customer's blood glucose is 180 mg/dl. She stated the sensors starts reading low early in the morning and stays low throughout the day. After reviewing the data, it was found that the sensor did not respond to calibrations. Customer stated the sensor has a slight bend. Customer was moving furniture all day. Customer is sending the sensor back for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it failed per specifications due to high readings.